Event description:
The customer contact reported sparks inside the clear plastic housing at the male end of the ac power cord. The device was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, while connected to ac power, the device alarmed for "low battery." The nurse unplugged the device from the ac outlet and plugged the device into a different ac outlet. While connecting the device to the second ac outlet, sparks were seen inside the clear plastic housing at the male end of the ac power cord. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, arcing was noted inside the clear plastic housing of the male end of the ac power cord and it was noted that the "prong with the green dot" was loose. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).